Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first clip closed on tissue but as the jaws were removed from the tissue, the clip remaining in the jaws and was ejected. Later, a clip just fell out of the jaws immediately after loading (without the handle being touched). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.